Manufacturer narrative:
H3 ¿ analysis of the pump found no anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8596sc lot# serial# (B)(6) implanted: (B)(6) 2008, explanted: product type catheter product ID 8596sc lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2025 product type catheter h3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the following medications were being administered via a simple continuous dose rate as of (B)(6) 2025: gablofen with concentration 2,000.0 mcg/ml at a dose rate of 466.8 mcg/day. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 8596sc, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2025, product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (unknown) at unknown concentration/dose via an implantable pump for intractable spasticity. The healthcare provider (hcp) reported that the patient came into emergency room (ER) in full baclofen withdrawal. He stated she was scheduled for a refill at the end of (B)(6), so thought there should still be drug in the pump. Logs were checked and showed a stall back in (B)(6) that matched the date the patient had an magnetic resonance imaging (MRI). No other motor stall logs were seen since then. Hcp gave a 50 mcg bolus a short time ago and would see if he saw any effect from that. He planned to check the reservoir and potentially do a catheter access port (cap) access as next steps. Physician called back and mentioned this patient had a dye study and myelogram which were negative and initially the patient seemed to have effective therapy after but only for a day or so and they started having withdrawal symptoms again. The physician stated they were considering replacing the patient's system. Additional information was received that the patient received a pump replacement on (B)(6) 2025.